Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. ECG connector was loose. Left antenna was not working and the system fan was noisy. (B)(4) head cable severely kinked.

Event description:
It was reported the ECG port was not working and that it only worked sporadically. The programmer was returned for service. There was no patient involvement. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.